Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.

Event description:
It was reported that the pulse rate is approximately half of what it should be.